Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-01527 and 2134265-2015-01529. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the unspecified target lesion. However, the opticross¿ imaging catheter was identified as an atlantis¿ pv imaging catheter. Furthermore, reconnection of the catheter did not resolve the issue. Subsequently, an automatic pullback failure occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is good.